Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was malfunctioning as it did not obey the master controls. A backup instrument of the same type was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the reported failure was confirmed. Failure analysis found the primary failure of functional test failure imprecise motion. This instrument¿s grip tip was not moving intuitively, i.e. It was not following the mtm input commands smoothly. The instrument tip did not move intuitively at the pitch orientation. The instrument exhibited imprecise motion. Additional observation related to the customer reported complaint: the instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. As a result, the instrument was exhibiting imprecise motion during functional test on in-house system. Additional observations not related to the customer complaint were also identified. The instrument was found to have a dislodged conductor wire. A loop of the conductor wire was sticking out. The instrument passed electrical continuity test. No signs of thermal damage was observed. In addition, the instrument was found to have indentations on the edge of the distal idler pulleys.